Event description:
It was reported to the manufacturer by the facility (B)(6), per the facility the resident was in the sling that was attached to the lift. She was being moved from a chair to the bed. The resident was suspended in the air, the scale cracked and the resident began to fall to the floor. The employees were able to catch the resident before she landed on the floor. The resident was assessed at that time for injuries and no injuries were found. Pictures of the lift involved in the event were sent to the director of patient handling at joerns, whom stated that the scale was attached to the boom backwards. Complaint number (B)(4) were entered into our system to retrieve the lift for evaluation.